Event description:
It was reported that during a surgical procedure, the power output was low (40 watts) and coagulation was noted. The device could not be used. The procedure was not completed. Patient outcome: no injury to the patient was reported.

Manufacturer narrative:
System analysis/service repair on september 6, 2016: the reported error "e250 current too low" could not be confirmed. The desiccant was replaced, the fiber port cleaned to prevent contact corrosion using specific ams tool. The system was tested and verified to meet manufacturer¿s specifications.